Event description:
A facility reported that a patient with impaired mental capacity had managed to wedge a finger into a gap on the underside of a removable plastic tray. The patient became agitated and suddenly moved breaking the finger.